Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient experienced atrial fibrillation but no alert was triggered by the implantable cardioverter defibrillator. No changes or intervention was performed. The patient condition was stable.